Event description:
Pt was in position for cc view of right breast. Tech pressed pedal to begin compression, when pedal released compression continued unexpectedly. Pt right breast compressed too tightly causing pt to yell. Pt was not visibly injured. Biomed checked and found screw drive to be slightly bent, with unknown cause.